Event description:
This month, eyeworld ran an article discussing retreatment rates and other adverse events related to the use of the alcon ladarvision 4000 excimer laser. The content of the article was worrisome, and it did raise some doubt in their mind about alcon's after-market outcome and complication surveillance and reporting. They have a particular personal concern, because they were treated on this laser platform in 2001 and suffered permanent bilateral monocular diplopia as a result. This complication was reported to alcon and they spoke personally to an alcon quality assurance officer; their feeling at the time was that the co was rather dismissive of the matter, regarding the complaint as - in their words - a "subjective problem". The phase iii clinical trial of lasik using the ladarvision platform showed no pts with monocular diplopia beyond six months post-treatment. Their surgery was entirely on-label, and the permanency of their problem was therfore unequivocally a complication "not previously reported". Two world authorities on laser refractive surgery, independently concluded that their right eye was significantly under-treated and their left eye was irregularly treated by the laser. Numerous other consultants have concluded that these outcomes were not due to surgeon error. The findings have been published in the peer-reviewed literature.